Manufacturer narrative:
E1: initial reported facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 72% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial vein of the forearm (vena cephalica antebrachii). A 7.0 mm x 40 mm x 75 cm athletis balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured on the second inflation at 32 atmospheres for 30 seconds. The procedure was completed using with another of the same device. There were no patient complications as a result of tis event.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial vein of the forearm. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured while being inflated to 32 atmospheres. The procedure was completed using with another of the same device. There were no patient complications as a result of tis event. It was further reported that there were two devices used in the same one procedure. It was further reported that the patient did not have significantly challenging anatomy.

Manufacturer narrative:
E1: initial reported facility name: (B)(6). E1 - initial reporter phone: (B)(6). The device was returned for analysis. Visual examination revealed that the balloon was not folded, indicating that it had been exposed to positive pressure. The rated burst pressure for this device is 34 atmospheres per athletis specifications. The returned device was connected to an encore inflation unit, and positive pressure was applied, at which time liquid leakage was observed from a pinhole in the balloon located approximately 22 mm distal to the proximal marker band. Visual and tactile inspection identified no kinks or damage to the shaft, and no damage to the tip was observed.

Manufacturer narrative:
E1: initial reported facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6). The device was returned for analysis. Visual examination revealed that the balloon was not folded, indicating that it had been exposed to positive pressure. The rated burst pressure for this device is 34 atmospheres per athletis specifications. The returned device was connected to an encore inflation unit, and positive pressure was applied, at which time liquid leakage was observed from a pinhole in the balloon located approximately 22 mm distal to the proximal marker band. Visual and tactile inspection identified no kinks or damage to the shaft, and no damage to the tip was observed.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial vein of the forearm. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured while being inflated to 32 atmospheres. The procedure was completed using with another of the same device. There were no patient complications as a result of tis event. It was further reported that there were two devices used in the same one procedure.

Manufacturer narrative:
E1: initial reported facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial vein of the forearm. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured while being inflated to 32 atmospheres. The procedure was completed using with another of the same device. There were no patient complications as a result of tis event. It was further reported that there were two devices used in the same one procedure.